Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and adjusted the ddi and checked voltages. System checks ok now.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this vent passed the patient circuit calibration and performance check. Suddenly the start/stop button started to flicker, the map and amp dropped and driver stopped causing the vent to alarm. There was no indication of patient involvement.

Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was unable to be duplicated in the laboratory setting. The root cause of the reported issue could not be determined as no failure was detected.